Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. Customer blood glucose level was down to 96 mg/dl. The customer experienced symptoms of high blood glucose such as cold, cough. The customer was treated with insulin drip and 1000 bag sodium chloride. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.